Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown persona revision tibial component catalog#: ni, lot#: ni, unknown persona revision articular surface catalog#: ni, lot#: ni. H6: component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address patellar tendon tear. All components were revised except the femoral component. Attempts have been made, however, no additional information is available.